Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit was performed and failed. Functional test wasn't performed. Internal test was performed and failed due to water damage. The log wasn't downloaded. Confirmation of the allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.